Manufacturer narrative:
Additional product component: model number/catalog number 72404310, batch/lot number 127731001, model/catalog description pump ms.

Event description:
It was reported that the patient experienced inflation issues due to connector crack between the cylinder and pump resulting in fluid loss with an inflatable penile prosthesis (ipp). The ipp right cylinder and pump were explanted and a new ipp right cylinder and pump was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 cylinders were visually inspected and functionally tested. There was a leak in one cylinder input tube that was the result of fatigue. The other cylinder performed within specifications.the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Additional product component: model number/catalog number 72404310 serial number: null batch/lot number 127731001 model/catalog description pump ms.

Event description:
It was reported that the patient experienced inflation issues due to connector crack between the cylinder and pump resulting in fluid loss with an inflatable penile prosthesis (ipp). The ipp right cylinder and pump were explanted and a new ipp right cylinder and pump was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.